Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room with fever, chills and sepsis. It was also reported that the patient had cellulitis of lower extremity and infection on the urinary tract. Dnr/dni status was in effect for the patient with comfort measures only. The patient expired the same day. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.